Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission revealed an alert was triggered by the cardiac resynchronization therapy pacemaker (crt-p) for low right atrial lead pacing impedance when the lead impedance was not out of range per the trends; it was measured at 209 ohms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a false alert for lead impedance out of range. If information is provided in the future, a supplemental report will be issued.